Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 199 units of insulin during the load sequence. Reportedly, the customer was using cold insulin. The customer re-loaded the cartridge to resolve the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact.